Manufacturer narrative:
Concomitant products: product ID 3708120, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID neu_recharger_acc, serial # unknown, product type recharger. (B)(4).

Event description:
Additional information received reported that the battery was completely dead, so they just replaced it. It was noted that the term "end of life" was used to indicate that it was normal battery depletion.

Event description:
Additional information received reported that the patient had a replacement done on (B)(6) 2014 and was receiving effective therapy post-replacement. It was noted that there were no malfunctions with the old devices and the device just reached its normal end of life (eol), hence the replacement.

Event description:
It was reported that patient was charging more than expected, and more frequently lately. The patient had recently had an eight hour and a four hour charging session. Interrogation of the implantable neurostimulator (ins) found that the previous six recharge sessions were for approximately one hour with eight coupling boxes. Electrode impedances were checked and stated to be normal, however an impedance value of 163 ohms was reported. It was noted that the patient had been sent a new recharger a while ago. No patient symptoms were reported. Follow-up attempts have been made and the file will be updated if additional information is received.